Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Investigation determined that the returned sample met mfg requirements for this product. The device passed functional testing.

Event description:
Distributor reported that a homecare pt was receiving an infusion. According to the reporter, the pt lost consciousness. Emergency services were contacted. No treatment was given upon arrival. According to the reporter, the product was found to be leaking. No permanent adverse effects reported.